Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed the reported fluid leak allegation based on the identification of a leak in the pump kink resistant tubing due to fatigue. This fluid leak would directly affect the overall functionality of the device and confirm the reported pump malfunction. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to a pump deterioration/malfunction the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Additional information was received that the pump was replaced due to "aging fluid loss." The cause of the malfunction inhibits pressure from the pump to allow saline to enter the cylinder, because of this, the patient was unable to inflate his device. These issues occurred two weeks ahead of this surgery and the patient got well after this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a pump deterioration/malfunction the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Additional information was received that the pump was replaced due to "aging fluid loss." The cause of the malfunction inhibits pressure from the pump to allow saline to enter the cylinder, because of this, the patient was unable to inflate his device. These issues occurred two weeks ahead of this surgery and the patient got well after this surgery.